Event description:
Report received from baxter states device delivered an epidural infusion of 3ml in one hour versus the expected 2ml/hr. According to the report, the device contained ropivacine hci hydrate and morphine. The total fill volume was 100ml. Reporter states the patient control module was not connected therefore no bolus was administered. Reporter states no patient injury resulted.